Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 600 mg/dl. The customer also had a bladder infection which may have contributed to the elevated blood glucose levels. The customer declined troubleshooting as she did not feel that the insulin pump malfunctioned in any way. The customer stated that she knew it was an issue with the insertion site, but was not in the right frame of mind to change the infusion set. Assisted the customer in programming the insulin pump with the correct time and date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.